Manufacturer narrative:
(B)(4). The carefusion held service technician evaluated the ventilator and could not duplicate the complaint.

Event description:
The customer reported that while in patient use in adult mode the ventilator stopped ventilating, the screen was dark on the user interface and an audible alarm was sounding. The patient was placed on another ventilator, no patient harm.